Event description:
The customer reported poor image quality during reprocessing involving an olympus colonovideoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.